Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient's blood pressure at the refill of her pump was 132/83 on (B)(4) 2014. It was indicated that there were no episodes of chest pain in the hcp's office ever or on (B)(6) 2014. The patient's intrathecal dose was 14.6 mg. It was noted that there were no changes in dosing; no error. It was clarified that the patient was on this dose for several months. As per the pump's log, the following medications were being administered at a simple continuous dose rate as of (B)(6) 2014 and (B)(6) 2014: morphine with concentration 30 mg/ml at a dose rate of (B)(4) mg/day and clonidine with concentration (B)(4) mcg/ml at a dose rate of (B)(4) mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that the patient had a change in therapy effect, further noted as the patient¿s hcp ¿screwed up" and turned her pump up too high and "it almost killed¿ the patient. The pump was reportedly supposed to be at "twelve nine" and the hcp had it at ¿15¿. The patient¿s blood pressure was up to 203/103. The event date was approximately (B)(6) 2014. Per the reporter it was "like 2 months after" her pump replacement in (B)(6) 2014. Additional information received from an hcp reported that the patient had baseline hypertension that ¿she blames on adrenal conditions.¿ the patient¿s in-office blood pressure readings from the time-frame around the patient¿s complaint were provided by the hcp and were as follows: (B)(6) 2012: 130/82; (B)(6) 2014: 154/90; (B)(6) 2014: 142/85; (B)(6) 15, 2014: 152/102; (B)(6) 2014: 160/94; (B)(6) 2014: 153/100; (B)(6) 2014: 132/83; (B)(6) 2015: 143/89; (B)(6) 2015: 127/89; (B)(6) 2015: 134/87; (B)(6) 2015: 166/90. The hcp stated the blood pressure spike had nothing to do with the pump, which was implanted for back and leg pain. The patient had been titrated down in the ¿past few months¿ with no adverse events. He believed the patient was on blood pressure medications.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving an unknown dose and concentration of bupivacaine, clonidine and morphine via an implantable pump. It was reported the patient had "heart issues" consisting of high blood pressure since their pump was turned up too high in 2014. It was reported that since this time there was a build-up of fluid around the pump and the patient stated this was very painful. The patient reported they had a hematoma due to this. The patient reported they have been in and out of the hospital due to this on-going issue. The patient stated "I want my life saved," and stated they were "so messed up right now." It was confirmed these issues began in 2014. The patient reported another physician had told them the morphine was causing their high blood pressure. Physician listings were provided to the patient. Additional information was received from the patient's current managing physician on (B)(6). The physician had assumed care of the patient in (B)(6) 2019. The hcp began decreasing the pump medication in (B)(6) 2019, weaning the patient down. Regarding the report the patient had heart issues and high blood pressure the physician was asked to confirm if it was though the patient's infusion device or therapy had caused or contributed to this issue and the physician stated they could not explain the correlation. Regarding the report the patient had fluid build-up around their pump, the physician was asked to clarify this information. The healthcare provider stated the patient had fluid develop, but there were no signs of pump medication outside the pump, nor infection, at their last visit in (B)(6)2020. Regarding the report the patient had been in and out of hospitals, the patient's healthcare provider stated they did not have access to hospital notes and could not comment on if the patient's device or therapy had caused or contributed to the reported hospitalizations. Regarding the report the patient stated they were "so messed up right now," the managing healthcare provider stated they did not understand the context of the patient's comment. Regarding further actions/interventions, the managing healthcare provider stated the patient had not been returning their phone calls. At the patient's last visit they were receiving 3.983 mg/day of morphine, 79.65 mcg/day of clonidine, and 2.655 mg/day of bupivacaine.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.